Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter.

Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that two resolution 360 clips were used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, both clips were unable to release from the catheter after being deployed. The first clip eventually came off while the second clip had to be pulled off. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.